Manufacturer narrative:
The samples were collected in edta vacutainer tubes. Controls run prior to the incident recovered within the established range and the lh780 is currently performing within qc specifications. The customer observed large platelet clumps and fibrin threads on the smear. Raw data analysis was performed and the following observation was made: the front of wbc histogram is the signature area for detecting plt clumps. In this case, the run with extremely low plt counts has very low event numbers in the front of the wbc histogram. The algorithm was not able to flag clumps. On (B)(6) 2011, a bec field service engineer (fse) was on-site performing a preventive maintenance on this unit. On (B)(6) 2011, the fse completed pm. Reproducibility, mode-to-mode, qc and startup before and after pm were all within the specifications. As a result of this event, the customer revised their criteria to review slides on all outpatient samples with platelet counts <100,000. The root cause for the low platelet count is unknown.

Event description:
A customer contacted beckman coulter inc (bci) in regards to an erroneously low platelet (plt) result generated by coulter lh780 hematology analyzer without instrument generated flags for one patient specimen. An erroneous platelet result of 10,000 was reported outside of the laboratory. The patient was admitted to the hospital and a bone marrow biopsy was ordered. The procedure was canceled based on the results of a second sample which was run on the same lh 780 and yielded a platelet result of 165,000 along with the instrument generated flag of platelet clumps. The results are shown in the attached file. There was no death or injury associated with this event.